Manufacturer narrative:
The device was returned as part of the asset return process the device displayed error 433 due to faulty hvps board, minor scratches and dings on the top cover, minor scratches, dings, crack, and chips on the front panel, and error 101 due to faulty generator board, the investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The hf unit "esg-400" was returned as part of the asset return process. During routine inspection of the device by olympus, the device displayed error 433 due to faulty hvps board. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is (B)(4).

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h2 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over five (5) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: since strong voltage peaks may occur at the output transformer of the generator board, which can destroy the transformer, there is a chain of protection diodes (tvs diodes) on the relay board, which are supposed to suppress these voltage peaks. They can be configured for three different voltage ranges. When the esg-400 is started, this diode chain is checked for short circuit (short) or high impedance (open) under various conditions. The error message e433 occurs when the effective value of the output signal falls below the specified limit, which normally indicates a low-impedance diode chain. For safety reasons, the esg-400 will then be restarted. If the cause of the error remains, unlimited permanent restarts may be the result. Please note that the unit is then no longer ready for use. Kindly note that it is theoretically possible that when error message e433 occurs, error message e460 may also occur. However, the checks for the output of e433 are carried out before the checks for e460. It should be mentioned that a restart of the generator is the consequence in both cases. It is important to state that in the case of the occurrence of e433 no further check for e460 will be carried out. E433 therefore covers e460. Olympus will continue to monitor field performance for this device.